Event description:
The customer reported that the system displayed an overload error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative cleaned and greased high voltage terminals. The system was tested and found to be working as intended and put back in service.